Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient noted they experienced syncope when boarding a plane. The patient noted they were sitting next to an engine when the incident happened and fainted the whole duration of the flight. When the engines where cut off the patient felt better. The patient was referred to her physician for pacemaker evaluation. Further testing did not reveal any pacemaker issues. The patient was fine with no issues at testing.